Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. Examination of the actual product involved may provide clarification as to the cause for the reported failure. A device history record review showed no non-conformance's associated with this issue during the production of batch 2265994. However, a trend has been identified for the reported failure and corrective actions have been initiated to investigate this type of incident and identity the root cause.

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter needle was slow to retract during use. The following information was provided by the initial reporter: "the product below has a serious safety issue. The angiocath needle does not retract as it was designed to do. This puts caregivers and patients at risk for needle stick. Insyte autoguard needle would not safety. It is both slow retraction and no retraction at all."